Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. During the procedure, registration with a non-Medtronic flat panel imaging system failed, requiring the surgical team to transition to a Medtronic imaging system and use 3DLS with Plan Transfer. A single reference frame was placed at T2. Concerns were raised by the supporting team regarding potential navigation accuracy at the distal anatomy (pelvis) because of the distance from the reference frame; however, the surgeon elected to proceed with the procedure. The procedure involved robotic placement of screws from T2 through S2AI. During screw placement, navigation inaccuracy was observed and described as variable, ranging from approximately 1 to 3 mm per screw and reportedly "all over the place." As a result, 10 of 34 screws required redirection. The surgical team obtained a total of seven confirmation scans throughout the procedure to assess screw placement and navigation accuracy. The event resulted in an approximately 2.5-hour procedural delay. There was no reported patient harm and all motors were confirmed intact.

Manufacturer narrative:
Continuation of D10: Product ID: M073268C001, version 3.0.0. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.